Event description:
It was reported that during a knee arthroscopy case the patient¿s knee swelled and the case was aborted. According to the reporter the circulator and doctor believed the pressure, which read ¿40¿, was pumping too high of a pressure and possibly burst through the capsule. The reporter stated that there were no alarms, the pump was set at the default knee setting, the bladder inside the chamber was not collapsed and the outflow tubing was not used in this case. The pump was turned off and disconnected. A second surgery was performed on (B) (6) 2010 in order to complete the initial acl repair. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Visual evaluation revealed that the returned pump was in good condition aesthetically. The complainants event could not be recreated. Evaluation of the pump found all functions met specifications. The tube set involved in the complaint was not returned. The cause of the event could not be determined from the information available and device evaluation. Device history record revealed nothing relevant to this event. As reported and based on device evaluation, the most likely cause of this event is a capsule tear that caused fluid to escape outside the joint space. In addition improper pump/tubing set up or disconnecting/reconnecting the tubing may have contributed towards this type of event. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. The user's guide provides the user with initial pressure settings that are preprogrammed for surgery. The ideal intraarticular pressure depends on the indications for the arthroscopic procedure, bleeding tendency, and the possibility of ischemia. In the user's guide there is a warning: always start with the lowest possible pressure to achieve the desired joint distention. Continue to increase distention pressure until a clear liquid medium is obtained. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the initial event reporter. If additional relevant information is received, a follow-up report will be submitted.